Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a sling procedure on (B)(6), 2004. Post operatively the patient experienced pain and erosion of her internal bodily tissue. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient had difficulty voiding and a urethrolyses of the sling was performed on (B)(6) 2004, at which time a mesh erosion of one blue thread was discovered. Further erosion was then discovered and a good part of the mesh was removed on (B)(6) 2004. (B)(4).